Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was not able to be implanted due noise and high pacing impedance measurements greater than 3,000 ohms. The high impedance measurements were observed through both the pacing system analyzer (psa) and when connected to the device. The helix was unable to be fully extended or retracted. It was suspected that the lead was fractured. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.